Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller unit. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device water temperature did not drop as supposed to be. Per review of wo on (B)(6) 2024, device was used on patient and patient was not harm in any way. Swapped with another arctic sun to carry on therapy. Per follow up information received via email on 08mar2024, patient swapped to different device to complete therapy. No repair information included at this time. Per follow up information received via mail on 27feb2024, it was reported that the device chiller frame need to be replaced as per service troubleshooting checklist document. Checked chiller pump and chiller frame, the device was waiting for spare pare to replace. The patient did not complete therapy on original device, then they had to replace another device to continue treatment. There was no impact to the patient resulting from the use of these devices. The patient just did not cool down to the target temperature. Per sample evaluation results received via task on 14may2024, per the service troubleshooting checklist attachment sent by the customer, they noted receiving an alert 02 (low flow).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device water temperature did not drop as supposed to be. Per review of wo on 23feb2024, device was used on patient and patient was not harm in any way. Swapped with another arctic sun to carry on therapy.